Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation from the scs system. As such, the patient may undergo surgical intervention to address the issue. Please note: the information regarding the patient's lead is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient is receiving effective stimulation following a procedure to electively explant and replace the patient's ipg. As such, the reported issue is resolved. In addition, the patient's lead information has been updated.